Manufacturer narrative:
F10: device code: 1077. H3: examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area multiple disruptions and incomplete coaptation. Host tissue overgrowth fused each attachment site, contributing to stenosis of the valve x-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to calcification. H6: 86 = x-ray analysis.pump performed within specs. Reservoir performed within specs. Cylinder had a fatigue leak. Cylinder had torn fabric and bulging.

Event description:
Add'l info received on 2/14/97 indicates fluid loss. Add'l info received on 2/13/97 indicates an aneurysm-cylinders. This led to fluid loss.